Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA regarding a motor device in which the hose ruptured during a spine surgery. According to the report, the hose peeled back from the hand piece, exposing part of the insulation. As a result, there was a five to ten minute delay in surgery for the staff to get a spare device. An identical spare motor device was available. The surgery was completed successfully. No injuries or medical intervention were reported. No additional information was available.